Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer clears the alarm and resumes insulin delivery. Customer is using fiasp insulin. Tandem technical support educated customer on insulin labeling.